Manufacturer narrative:
Correction: d10 section was updated.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead cannot advanced in the header of pacemaker. The pacemaker was not used and replaced. The patient was in stable condition throughout the procedure.